Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by customer that rn found tubing to be leaking at the top blue connection piece that sits above the IV pump channel. One sample of material number .432-0007 was submitted for quality investigation. Visual inspection was conducted on the sample and there were no damages or abnormalities identified. The infusion set was then primed and a leak was immediately identified coming from the silicone tubing near the upper pumping segment fitting. The customer complaint of leakage was verified. The investigation had been forward to the manufacturing location for further investigation to determine possible root causes. The investigation at the manufacturing location did not yield any possible root causes for the damage seen on the sample to have been created during manufacturing. The possible root cause is that the infusion set was misloaded incorrectly causing for the silicone tubing to be punctured / torn. No corrective actions were conducted due to the issue not being considered created at the manufacturing facility or during assembly. Bd will continue to monitor the occurrence of the failure to determine if further action is needed. A device history record review for model 2432-0007 lot number 22095502 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14sep2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A2. Patient¿s birthday was not provided, 01-jan-xxxx was used based on age of patient h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached rn found tubing to be leaking at the top blue connection piece that sits above the IV pump channel. Fluid found leaking at the top of the pump segment.